Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported loose driveline connector was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a loose driveline connector. The internal investigation for the loose driveline connectors determined the root cause to be inadequate thread-locking adhesive, causing the nut to break free from its installed position. Corrective actions implemented included applying a combination of loctite and loctite primer to improve the bonding strength of the thread locker. Controller, con090693, was manufactured in august 2012, prior to corrective actions implemented. The most likely root cause of the reported event can be attributed to inadequate thread-locking adhesive, causing the nut to break free from its installed position. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the coordinator that the driveline port on patient's primary controller was loose.